Event description:
The customer reported that while the iabp was in use with a pt during a transfer between hospitals, the iabp generated a "low battery" alarm and shut down after 45 minutes. The pt did not receive therapy for the remainder of the transfer. No pt injury was reported.

Manufacturer narrative:
We have initiated an investigation of this report. The iabp involved in the event is maintained by the customer. The customer allowed a company service rep to run the iabp on battery for 30 minutes following the event. The battery indicator did not show any signs of battery depletion at the time. We have requested an opportunity to perform a full eval of the iabp. We are waiting for the customer's approval. We are following up with the customer for add'l details of the event, including pt info, and the service/maintenance history for the iabp. The device history record (DHR) for the iabp involved in the event has been reviewed. No non-conformances were noted during the mfg process. A supplemental medwatch form will be submitted if add'l info becomes available. (B)(4).